Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during unpacking; the stent fractured into two pieces at the bladder end. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break. The returned contour stent with positioner was analyzed, and a visual evaluation noted that the renal stent coil had become detached, confirming the reported event. The suture was not returned. It is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed at the physician's discretion prior to placement. Should the retrieval line become entangled with the renal coil and is extracted with excessive force, the stent may become "detached/separated" during preparation, thereby impacting the device's performance. Based on the analysis of the observed tangled coil, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during unpacking, the stent fractured into two pieces at the bladder end. The procedure was completed with another of the same device and the patient condition following procedure was stable.